Manufacturer narrative:
Neither product model or manufacturer lot code were provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
A consumer called to report burning sensation/irritation with poise pads. During phone a call she mentioned that her sister-in-law was hospitalized for burning sensation/irritation from using poise pads. After an unknown period of time the consumer's sister-in-law passed away. The cause of death was not provided. It was reported that at the time the sister-in-law was experiencing stomach problems and burning/irritation.